Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. Clinical review shows the treatment report does not show any abnormalities of the completed cutting appearance and the set parameters are well within the specs. From this point of view, no conclusion can be drawn which might have led to the reported sticky flap edges (side cut). However, the described diffuse lamellar keratitis (dlk) and epithelial defects seem to be a result of the trauma caused by the difficulties when opening the side cut. With insufficient information, the root cause for the sticky flap could not be determined conclusively. The stick flap could be a contributing factor for dlk and epithelial defects. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a slight abrasion at the temporally edge of flap in a patient's left eye after lasik. Flap edges were sticky. Diffuse lamellar keratitis (dlk) with epithelium defects was also noted. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.